Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported hypotension appears to be due to patient and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report hypotension. It was reported that this was a mitraclip functional mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was inserted and grasping was performed. It was noted that the patients blood pressure was low prior to grasping, but after grasping was performed, the blood pressure became very low. The decision was made to invert and remove the clip. The procedure was discontinued, and mr remained at a grade of 4. It was noted that a balloon pump was inserted into the patient and the patient was transported to the intensive care unit (ICU). There was no clinically significant delay in the procedure. No additional information was provided.